Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 55 mg/dl and as high as 489 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via manual injections and they were hospitalized due to low blood glucose levels. Customer advised they mowed grass outside which resulted in low blood glucose levels and hospitalization. The insulin pump will not be returned for analysis.